Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported a an internal error that causes a loss of mechanical ventilation. There was no report of patient involvement.